Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, air came out of the infusion line. The doctor suspects there was an issue with the check valve of the auto stopcock. The case was completed using another product. There was no harm to the patient.